Manufacturer narrative:
The last calibration performed on (B)(6)-2020 was ok and there were no alarms. The reporter stated that controls were within range at the time of the event. The sample centrifugation time may have been too short and the centrifugation speed may have been too high based on tube manufacturer recommendations. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer could not find a cause. He replaced the measuring cell and verified all fluidics with system volume checks. He performed a photomultiplier adjustment and ran performance testing and a blank cell calibration. The customer ran calibration and qc.

Event description:
The initial reporter received a questionable elecsys troponin t stat assay result for one patient sample from the cobas e411 rack analyzer. The initial result was < 6 ng/l and was reported outside of the laboratory. The sample was repeated on another e411 analyzer and the result was 14 ng/l. The reagent lot number was 459546. The expiration date was requested but was not provided.